Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. The complaint was confirmed. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects as per the service report. "Tornado": preventive replacement of o-rings performed. Motor does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. Defective o-rings replaced. Unit cleaned. Functional test performed. Functional test completed. Safety test checklist enclosed completed hipot test completed. As per the service report there is a short circuit in the motor cable ,therefore it is the root cause for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/03/2014 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field (B)(4).

Event description:
It was reported by the affiliate via phone that the tornado shaver handpiece needs service. The engine is not turning.